Manufacturer narrative:
(B)(4).

Event description:
Three in.pact admiral drug eluting pta balloon catheters were used to treat restenosis of the left sfa. 12 months later the patient suffered restenosis of the left sfa and underwent pta and deb. The event reported as resolved.

Manufacturer narrative:
The left popliteal was also treated using the three in.pact admiral devices. A medtronic deb was used to treat the previously reported restenosis of the left sfa and popliteal approximately 12 months later.